Event description:
The recipient reportedly experienced pain and swelling at the magnet site. The recipient was advised to discontinue use.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient's pain and swelling have resolved. The recipient has resumed device use. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.